Event description:
Customer reported a malfunction alarm identified as malf 15, which did not adversely impact their blood glucose levels. Customer service provided guidance for resetting the pump, which resolved the issue without recurrence of the alarm afterward. Customer was advised to continue using the pump and to contact support again if the issue reappeared, a recommendation they understood and accepted.